Event description:
Physician gently introduced enroute .014 guidewire via enroute arterial sheath and created a small non-flow limiting dissection in the mid right common carotid artery. An additional stent (10x30mm) was placed to cover the dissection.